Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the insertion section of the subject device had evidence of third-party repair. Therefore, a relationship between the reported perforation and the subject device could not be determined by olympus. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿perforation: operation manual: important information ¿ please read before use never perform flexibility adjustment, operate the bending section, feed air, or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿third-party repair: operation manual: important information ¿ please read before use prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes a correction to d8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation after it was sent to agility for post incident inspection. There was a non olympus 3rd party repair of the following parts: switch/camera, distal end plastic cover, light guide lens, nozzle, bending section, bending section glue, insertion tube and light guide tube. Upon inspection testing of the returned device it was discovered, the bending manipulation and insertion tube defects bending manipulation and insertion tube defects, peeling scope connector labels, angulation was low, control knob had play, the objective lens had a big chip and peeling on glue, and the olympus logo missing on scope cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was involved in a bowel perforation during a colonoscopy procedure for possible bleed.